Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges unit is too erratic for him and his sleeve on his shirt got caught in the joystick and rammed him into the hallway wall in his apartment causing him to fall out of the unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges unit is too erratic for him and his sleeve on his shirt got caught in the joystick and rammed him into the hallway wall in his apartment causing him to fall out of the unit.